Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Returned device was evaluated and the following was observed: a kink was observed near the proximal end of the balloon shaft, likely due to packaging. Balloon was inflated and deflated without difficulties. The returned device was functionally tested, and the following was observed: the device was successfully reset by pulling the balloon shaft to the packaging position. Then, gross alignment was completed without difficulty by pulling the balloon shaft from the default to the warning markers. Fine adjustment was able to be performed at 100% without difficulties. Locknut/collet force measurement was taken and the device met specification. Inflation and deflation test was performed. The measurements met the specification. Imagery was provided for review. Fluoroscopic imagery was provided and the following was observed: the balloon inflation was constrained at distal end, with distal constraint eventually overcome and full inflation achieved. The valve is potentially not fully between the markers prior to deployment, but it was unable to confirm due to the poor image quality. 3mensio imagery was provided and the following was noted: patients right access vessel showed the presence of tortuosity and calcification. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported fine adjust difficulty, valve not between alignment markers and deployed, and inflation difficulty and/or incomplete inflation were confirmed based on provided imagery. Although a review of the DHR and lot history could not be performed because the wo information was unavailable, the reported issue does not appear to be related to manufacturing defect, as the product evaluation confirmed that the returned device met its specifications. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The returned device evaluation confirmed that the sheaths distal tip was torn. As reported, resistance was encountered while advancing the delivery system through the sheath. It is possible that the detached distal tip became lodged against the crimped valve during advancement, creating additional friction as the user was pushing both the valve and the detached sheath tip during alignment. This increased resistance may have contributed to difficulties in valve alignment. A definitive root cause could not be determined. However, available information suggests that procedural factors (increased resistance likely due to a torn distal tip) may have contributed to the complaint event. In this case, valve alignment difficulties were reported. Per training manual, before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Despite the valve not being aligned between the markers, the user decided to deploy the valve. While there was no evidence indicating that a manufacturing non-conformance may have contributed to the complaint, the investigation shows that the reported event may be related to device interactions, caused by a circumferential tear at the sheaths distal tip. This tear could lodge onto the distal end of the valve, preventing it from deploying evenly. Additionally, the evaluation of the returned sheath confirmed the sheath distal tip was torn and missing. A definitive root cause could not be determined. Further investigation is ongoing to determine the most likely failure mechanism and root cause. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra resilia valve in the aortic position. When the 23mm sapien 3 ultra resilia valve and 23mm commander delivery system was exiting the tip of the 14f esheath plus there was resistance and it required extra force. During valve alignment, ran out of adjustment and had to unlock the balloon and run some of the adjustment back in. The valve was not perfectly aligned between the markers and was only a tiny bit off alignment. Per provided video, there was uneven balloon inflation of the 23mm commander delivery system. The proximal end of the balloon inflated prior to the distal end inflating. The valve was deployed in the intended location successfully. There were no issues with device removal. There was no patient injury. There was no observed device damage to any of the devices.